Manufacturer narrative:
Other relevant device(s) are: pn:9735225, ln: unk. A manufacturer representative went to the site to test the navigation system. There was a communication failure with the imaging system and pacs. When reconfiguration of the network settings was performed, problems were still appearing. An installation of a new computer was performed but the new computer had problems booting up. The system did not perform as intended. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of a cranial resection. It was reported that there was a network error. The system connects to the pacs and to the imaging system but not constantly. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment again. It was found that replacement of the computer was not necessary and the original computer was used. A new ip was installed in all systems and all configurations were performed. After this the system connected correctly to pacs and all devices. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was determined that it was not necessary to replace the computer. A new ip configuration fixed the original problem and resolved the issue.